Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visual inspection confirms the bone screw disassembled from the head. The retaining ring and crown were found still assembled in the head. A portion of the bone screw head appears to have been sheared off behind the retaining ring, and one side of the ring appears to be deformed. Dimensional inspection of bone screw head diameter found to be within print specification. The retaining ring is fully seated, but has been partially deformed; the plastically deformed portion of ring could have reduced the force required for dis-assembly. The heavy witness marks noted on the bone screw head, in conjunction with the ring deformation and verified conformance of the bone screw head suggest possible bend stress overload during construct assembly. The above observations are consistent with bend stress overloading of the mas head with respect to bone screw.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5. It was reported that will removing the driver from the bone screw the tulip of the screw fell off of the shaft. The surgeon removed the screw and replaced it with a new screw. No patient complications were reported.